Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive keypad during testing due to unlocked keypad connector. No corrosion or water damage on the keypad traces noted. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.

Event description:
No blood glucose levels reported. The customer reported that some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).